Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily sporadic pelvic pain') in a 28-year-old female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste"), dyspareunia ("pain during intercourse") and menstruation irregular ("sporadic menstrual periods"). The patient was treated with surgery (diagnostic laparoscopic bilateral essure removal with salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysgeusia and dyspareunia outcome was unknown. The reporter considered dysgeusia, dyspareunia, menstruation irregular and pelvic pain to be related to essure. Batch no: c49140, production date: 2014-04-09, and expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily sporadic pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste"), dyspareunia ("pain during intercourse") and menstruation irregular ("sporadic menstrual periods"). The patient was treated with surgery (diagnostic laparoscopic bilateral essure removal with salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysgeusia and dyspareunia outcome was unknown. The reporter considered dysgeusia, dyspareunia, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: lot number: c49140; production date: 09-apr-2014; expiration date: 30-apr-2017. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports for the reported batch were identified. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received: case become serious incident, essure removal date and surgery were added. Reporter information, patient middle name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.